Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n269 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n269 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer also reported alarm #17: return pressure alarms and observed blood clotting in the return line when approximately 355 ml of whole blood had been processed. The ecp treatment was aborted, and residual blood was not returned to the patient. No product or photographs will be returned for evaluation. The patient has been reported to have been stable. No patient harm has been reported.